Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check the messages) has been confirmed. Upon investigation the electrode belt failed functional testing. The cause for the failure was isolated to a intermittently shorted u730 component on the distribution node pca. The root cause for the shorted u730 could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages.